Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: can you please provide more event details? For the gst45b and plee45a devices: did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Cut line is initiated 3 staples were fired in gst45b , beyond which cut line is not initiated- safety lockout or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Yes, stapler partially fired. Were the staples that deployed into the tissue formed in the proper closed b-formation? If no, please provide details. Staples deployed couldn't able to observe, as tissue was oozy and bleeding couldn't able observe b shape formation. How much blood did the patient lose? Blood loss is high, on average 450ml blood loss. Was a blood transfusion or blood products required? No blood transfusion done. Was a laparotomy (convert-to-open) required to control the bleeding? If no, please explain. . No laparotomy conversion done, complete procedure done laparoscopically. As complete staple line was bleeding, complete staple line is covered with lt300 clips to counter bleed & ooze staple lines. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Yes, patient is discharged to home please explain. Hospital stay was extended. Hb levels are down so doc taken care of the same with additional medication. Was the patient on preoperative anticoagulant therapy? Preop patient is not on anticoagulant therapy. Does the surgeon routinely wait 15 seconds prior to firing? Yes, surgeon waits routinely minimum 15 sec prior firing. Does the surgeon pulse fire or use one continuous firing stroke? Continuous firing stroke. Was the oozing/bleeding reported only with the plee60a sleeve staple line? Yes, bleeding reported only at sleeve staple line. What is the current patient status? Though there is delay in discharge, patient current status is fine. Surgeon finds ooze immediately after completing the sleeve, but ooze turns to bleed in few minutes. By the time anastomoses is done it takes 20 min post which closure is delayed as entire sleeve staple line is bleeding. Photographic analysis: upon visual inspection of a photo, the following was observed: the photo shows jaws of a device with a blue reload loaded. Staples legs can be seen protruding at the proximal end of the reload. Based on the photo reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that the dr. Planned to operate using harmonic and gst system. During the surgery for preparation of sleeve doc fired 5 gst cartridges. Post firing the sleeve looks good and doc appreciated the firing with plee60a. Post preparation of sleeve, doc started the other part that is preparing the duodenal stump doc started using plee45a with gst45b in which didn't fire completely, gave out 3 staples and stuck. Doc again used gst60b to complete the same. Post completion of duodenal stump and creating anastomoses of gastrojejunostomy, doc returned to check sleeve towards closure. Complete sleeve is oozing and doc started using lt300 clips. Doc explained he observed this scenario in many cases but this case is exceptional as he used more than 20 clips. After applying clips doc started suction to clear clots that are formed around stapler firing to his surprise there is spurt bleed between two clips where there is no space to apply clip and it is 3rd firing which is gst60g firing. Doc complained that there is seriously something went wrong with firing. Doc also added that he suspects loss of hb percentage.

Manufacturer narrative:
(B)(4) batch # r58a91 investigation summary: the analysis results showed that one gst60d cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance related to the reported complaint condition were identified.